Event description:
It was reported that the device's front panel buttons need replacement. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair.

Manufacturer narrative:
The bench tech evaluated the device and determined that the front panel buttons require replacement. The customer was advised that the front panel buttons require replacement. The device returned to the customer and no further evaluation is warranted at this time.